Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. As received, the monitor failed to produce a pulse during the pulse test. The cause of the test failure was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any problems.